Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus china sales & marketing (ocsm). Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by ocsm, omsc unable to estimate the cause of the phenomenon pointed out from the following facts obtained from the investigation. ·it was confirmed that the defect reported from the inspection results by rc engineers by dl21382301-2 was not reproduced. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the camera head communication error e222 was displayed on the monitor. Error code e222 means that camera head communication is failed. The subject device was used in combination with otv-s400. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.